Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being submitted as the likely cause 8l44 has a similar product sold in the us ln 6l22.

Event description:
The customer observed false negative anti-hbcore results on the architect i2000sr analyzer. The following data was provided: sid (B)(6), initial 0.08, repeat 4.29, 4.34; sid (B)(6), initial 0.1, repeated ((B)(6)) 0.65; sid (B)(6), initial 0.70 ((B)(6)), repeated 0.20. The samples were (B)(6) on the siemens method. The roche technique showed all negative results. There was no impact to patient management reported.

Manufacturer narrative:
Size code updated to 08l44-30 from 08l44-35 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.